Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was received in good physical condition, no damage or crack found. Found system failure and force sensor test in event history log. Turn on the pump multiple times. The reported issue can not be duplicated. Reviewed the history log, found the force sensor count(302 counts) when the failure occurred differs from the no-load state reading(33 counts) from pump, the root cause for the reported issue was found to be external force applied on the force sensor during self testing may cause the alarm. The technician performed calibration and functional test.

Event description:
It was reported that the force sensor issue occurred. No patient injury was reported.